Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Mitraclip xtr (lot: 40102r2001) was chosen for implantation utilizing steerable guide catheter (sgc) (lot: 40118r1053). It was difficult to cross the femoral vein and the atrial septum when advancing the sgc. Mitraclip xtr (lot: 40102r2001) was implanted successfully. Second xtr (lot: 40102r2007) was then attempted to be implanted. Trajectory was adjusted. When attempting to grasp the leaflet, the clip between entangled in the chordae. Multiple attempts were made but the clip could not be freed. The grippers were attempted to be lowered, but the posterior gripper would not lower. Multiple attempts were made but the gripper could not lower. The clip was closed and deployed in place with one leaflet in chordae. Chordal damage was observed. The sgc was removed and the soft tip was observed to be bent. It was thought that the sgc had damaged the atrial septum making the height shorter than expected. No intervention was performed on the atrial septal defect. The procedure ended with mr reduced to grade 2-3.

Manufacturer narrative:
In this case, the reported difficult to insert-anatomy and difficult to advance-n/a could not be replicated in a testing environment. Additionally, the returned device analysis was unable to confirm the reported deformation due to compressive stress-soft tip. The distal shaft however, was noted to be deformed (kinked). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and a cause for the reported difficult to insert and difficult to advance the sgc resulting in deformed (kinked) distal end of the sgc cannot be confirmed. Unspecified tissue injury of the septum per the physician was due to the sgc causing additional tissue damage to the septum during insertion and is therefore, related to procedural conditions. Perforation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Corrections: b1: adverse event added. H1: changed from malfunction to serious injury.